Event description:
Procedure type: laparoscopic hernia. According to the reporter: on the 5th firing, cutting became dull. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).